Manufacturer narrative:
It was reported that the patient experienced post-op pain which was identified as pe-wear produced osteolysis and loosening. Itotal has been removed and revision system was implanted. It was reported that the poly xe shows scrub marks and signs of spots. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient experienced post-op pain which was identified as pe-wear produced osteolysis and loosening. Itotal has been removed and revision system was implanted. It was reported that the poly xe shows scrub marks and signs of spots.

Manufacturer narrative:
It was reported that the patient experienced post-op pain which was identified as pe-wear produced osteolysis and loosening. Itotal has been removed and revision system was implanted. It was reported that the poly xe shows scrub marks and signs of spots. Review of the device history record indicates that the device was manufactured to specification. Returned device evaluation: the retrieved implants were return for evaluation. Upon examination of the tibial tray, the bone cement appears well attached to the tibial tray bottom surface, however there appears to be no cement attached to the stem of the implant. The tibial tray is intended to be cemented along the stem as well as the bottom of the tray. Upon examination of the medial and lateral inserts, there appears to be various scarring and pitting along the top surface of each insert. These features are deep in some areas and light in others, which is consistent with foreign matter of various sizes contained within the joint. Note, osteolysis is only caused by sub-micron particles. The bottom surface of each insert is only moderately worn. The snap features of each insert appear worn consistent with installation and subsequent removal. The insets are only intended to be installed a single time. At this point in time with the information available, it is inconclusive as to the etiology of the osteolysis and subsequent loosening in this particular patient.

Manufacturer narrative:
It was reported that the patient experienced post-op pain which was identified as pe-wear produced osteolysis and loosening. Itotal has been removed and revision system was implanted. It was reported that the poly xe shows scrub marks and signs of spots. Review of the device history record indicates that the device was manufactured to specification. The codes have been updated to reflect that the device has been returned. Device evaluation is in progress.